Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and missing segments/partial display, problem isolated to pcb1. Unable to perform the self test and displacement test due to the missing segments/partial display.

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.